Manufacturer narrative:
The report of a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was not reproduced during functional testing of the autopulse platform (sn (B)(4)) and was not confirmed during review of the retrieved archive data. No session was recorded on the customer reported event date of (B)(6) 2018, the last recorded platform operation was recorded on (B)(6) 2017. Evaluation of the platform found that the driveshaft was within specification with no issue observed. During initial power up of the platform, a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was displayed on the user control panel. This issue is unrelated to the customer report of a ua 45 error message. The archive data was further reviewed and indicated that the platform was last operated on (B)(6) 2017 and displayed a ua 7 error message. A load characterization check was performed on the platform and identified a defective load cell. As part of routine service during testing, the device was examined and found physical damage on the front enclosure. This issue is indicative of mishandling and is unrelated to a ua 45 error message. After replacement of the load cell and the damaged part, the platform was further functionally tested to full specification and operated as intended with no further issues observed. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua 45 error message alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear ua 45 error message, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial (B)(4).

Event description:
During routine testing, the customer reported that the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. The user was unable to clear the ua 45 error message. No patient involvement.